Event description:
Reporter indicated that vns pt's device was continuously stimulating causing hoarseness, difficulty swallowing, nausea, and vomiting. The pt reports that approx four months prior, they got shocked when changing a light bulb and that this same issue occurred after that, but that it eventually went away. The device was programmed to off with plans to see the pt again three days later. All of the pt's symptoms subsided after the device was programmed to off; however, the pt continued to complain of a sore neck and chest. Generator replacement surgery is planned.